Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed, and the reported failure was not confirmed. There were no frayed cables observed during visual inspection. The instrument articulated as expected during manual articulation. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument was fully functional. No product issue was identified with the instrument. Additionally, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The issue was identified during tissue retraction. The failure was not related to the movement of the instrument. There were no cables protruding at the distal end of the instrument. No fragments fell inside the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the black diamond micro forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the black diamond micro forceps instrument was broken. The procedure was completed with no reported injury.